Event description:
It was reported that the bd syringe 1ml ls 27ga 1/2in tb exp bil lax needle went through shield. The following information was provided by the initial reporter translated from spanish to english: "unintentional puncture with syringe contaminated with bio infectious material. When placing the cap on the syringe (using one-handed technique), the needle pierced the cap, puncturing the skin of the left index finger. (Laboratory service)." Additional information received on 20mar2024. - when did this incident occur, before, after or during the procedure? A; did it occur after the sampling procedure was performed on the patient. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) a: was administration of hepatitis b and tetanus vaccine required. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken.(detail). A: yes there was exposure of blood/biological fluid (contents of patient's vesicles/pustules) to the needle-induced lesion (skin of the microbiologist's finger). After exposure, the wound was washed with soap and water. The case was reported to company medicine, who assessed the case. As of today, the case remains under observation. Is there a sample available for collection? If so, yes. A:yes (biological material taken from the patient's pustules). Is the sample contaminated? If yes, report the substance. Yes (contaminated with a possible unknown bio infectious pathogen). The sample corresponds to the content of vesicles/pustules on the chest and back of a pediatric patient. No etiologic agent detected to date. Possible varicella.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo received for investigation. Through visual inspection, needle through shield is observed. According to the customer's description which mentions that the event occurred after performing the medical procedure, it is ruled out that the product has presented any defect. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
No additional information.